Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated interference/noise. Elevated ventricular short integrity counts (sic) are observed beginning (B)(6) 2010 and continuing to (B)(6) 2010. Average counts are approximately 100 per day. High sic can indicate the presence of noise or an intermittency in the system. Oversensing was also noted. One short ventricular-ventricular (v-v) cycle non-sustained tachyarrhythmia event of less than 220 ms is observed on (B)(6) 2010. Four short v-v cycle ventricular fibrillation events of less than 220 ms are observed on (B)(6) 2010.

Event description:
It was reported that a patient with an implantable defibrillator (ICD) experienced ventricular tachycardia and ventricular fibrillation. It was reported that the patient received multiple shocks from the ICD and it was reported that the lead integrity alert was triggered. It was reported that oversensing was observed and the ICD performance data show a downward trend of lead impedance. No further patient complications were reported due to this event. The system remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.